Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis nurse (pdrn) reported that a peritoneal dialysis (pd ) patient was experiencing cloudy pd effluent. Subsequently, the patient was seen in the outpatient pd clinic after experiencing a second day of cloudy pd effluent with concomitant upset stomach and constipation (reported onset one week prior to peritonitis event). As a result, a pd effluent culture was performed which yielded growth of gram positive cocci in clusters (organism unknown). The patient was initially treated with cefazolin 1 gram intraperitoneal (ip) and ceftazidime 1gram ip. Reportedly, the patient was subsequently treated with vancomycin (unknown dose) for fourteen days. A repeat pd effluent culture was performed and the result was negative for organism growth. Per the patient¿s pd nurse, the patient¿s peritonitis was attributed to touch contamination. However, recorded in the medical records received the patient self -reported practicing aseptic technique. The patient is continuing continuous cyclic peritoneal dialysis (ccpd) on the cycler with no issues. Documentation in the medical records received, indicated no medical device or product was involved in the patient¿s peritonitis event.

Manufacturer narrative:
Plant investigation: the actual device was not returned to the manufacturer for physical evaluation. Furthermore, an investigation of the device manufacturing records was not able to be conducted by the manufacturer as the product lot number of the device was unknown, therefore an investigation of the device manufacturing records was unable to be conducted by the manufacturer. However; a device is not released if it does not meet requirements or is nonconforming. Should additional relevant information become available, a supplemental report will be submitted. Clinical investigation: based on the available information, the source of the patient¿s peritonitis may have been multifactorial in nature. The patient had concurrent constipation which may increase the risk of peritonitis. However, based on pd effluent culture results, there is a likely association touch contamination and the patient¿s peritonitis event, as reported by the pd nurse. There is a temporal relationship between the liberty select cycler/liberty cycler set and the patient¿s peritonitis event. However, there is no documentation that supports a causal relationship. At this time, there have been no reported allegations of a liberty select cycler/liberty cycler set malfunction or product deficiency associated with the event. Peritonitis is a well-known complication in pd therapy.